Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates qp-ic-2026-0020 (ic retrospective complaint review) and qp-ic-2026-0024 (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Imdrf cause investigation code: code b24 is not available in database to capture event history log review. Additional information - this medical device report (MDR)is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 16 jan 2025 against "lot number 6004703 and similar malfunction code no malfunction based on complaint information, no malfunction based on complaint information, the review confirmed that lot 6004703 and the identified failure mode are not associated with any nonconforming reports (ncr) orcorrective and preventive action (CAPA) of the same or similar nature. Similar complaints search: a query was run in the eqms on 16 jan 2025 against lot number criteria equal 6004703 and similar malfunction codes no malfunction based on complaint information, no malfunction based on complaint information. The count of complaint is 3. The complaint number is 2250456, see attached document query 2196022. Conclusion: after review, only complaint (B)(4) were determined relevant to the reported issue. The other records were previously closed and are not applicable to this investigation. Device history record (DHR) review: the lot 6004703 was manufactured according to the work instruction (wi) version 109 and packaged in the line inset 9, on 11 dec 2023, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 3l04325 was manufactured according to the work instruction (wi) version 57 and manufactured in the machine sc03, on 02 dec 2023, with a total of (B)(4) units. The DHR was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review indicates nonconformance; escalation and corrective actions required per quality procedures. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: work instruction (wi) guidance for visual testing for complaints area version 3: all 3 samples tested passed visual inspection. Work instruction (wi) guidance for functional testing 1 air flow test for complaints area version 2: all 3 samples tested passed functional testing. Work instruction (wi) guidance for functional testing 1 air leak test for complaints area version 2: all 3 samples tested passed functional testing. All test results were within specification as documented in the attached test report complaint (B)(4). Conclusion: testing did not confirm the reported issue; no nonconformance identified. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Initial 2 of 2. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient reported hyperglycemia and got treated with bolus on (B)(6) 2025.